Event description:
Home pt (hp) reported dry minicaps. The hp noted that the sponges had some color to them but appeared dry. Per the hp, no pt injury or medical intervention was associated with this incident.